Event description:
In 2004 - a dental implant was placed in tooth location #31. Subsequently the patient was experiencing numbness. Three days later - the implant was removed. About 4 months later the patient's numbness had improved.